Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-g780g samsung with android operating system version 12. The missing signal loss alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer "almost lost consciousness" and was unable to self-treat and was administered glucagon via injection provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing alarms due to signal loss. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-g780g samsung with android operating system version 12 and app version 2.10.1.10406. The missing signal loss alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer "almost lost consciousness" and was unable to self-treat and was administered glucagon via injection provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.